Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and confirmed system failure and shutdown in logs. To fix the issue, the fse replaced the front end board, and the fiber optics passed testing. The fse had also performed a preventive maintenance with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a system failure with log codes 43-1, 45-1, and 53-1, and shutdown. Unit was swapped and therapy continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The defective components were sent for further investigation. The national repair center installed the pcb,front end module into the cs 300 test fixture and tested the board to factory specifications per the cs300 service manual. The nrc could not verify the failure of the cs300 shutting down. The board passed testing. This board is no longer going back to supplier for further investigation. The final investigation completed for this board. The board was retained in the fat dept. As per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.